Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection revealed no abnormalities. X-ray evaluation confirmed there were no kinks or damage that could impede the fluid path for balloon inflation. Functional testing showed that balloon inflation and deflation times were within specification. Due to the nature of the reported event, dimensional testing was not applicable. Review of procedural imagery indicated that during deployment, the balloon expanded asymmetrically, with the proximal side reaching near full expansion before the distal side. The balloon ultimately achieved full expansion, and the valve was positioned in the intended location. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of inflation issues is confirmed based on review of provided imagery. Evaluation of the returned device showed that the device conforms to specifications. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during valve deployment the delivery system balloon appeared to inflate differently than normal. The proximal portion of balloon almost fully inflated before the distal end of balloon began inflating." Review of the provided 3mensio imagery revealed that the patient's native annulus and left ventricle outflow tract (lvot) exhibited mildly and moderately elliptical geometries, respectively, along with leaflet calcification and thickening. Additionally, the aortic root angulation was at 51 degrees, with mild tortuosity observed in the right access vasculature. The patient screening manual provides guidance on proper assessment of the native aortic valve anatomy (e.g., valve type, annulus size, calcium distribution, etc.) And on determining patient suitability for the tavr procedure. An oval annulus and lvot can create uneven resistance and potentially lead to inflation/deflation difficulty. Patient anatomical factors, such as native leaflet calcification, leaflet thickening, and angulation of the aorta can constrain the delivery system balloon during deployment and may also contribute to difficulty inflating and deflating the balloon. Additionally, navigating through tortuous anatomy may result in temporary kinking or twisting of the delivery system, which can impede the fluid pathway and lead to inflation difficulty. In this case, it was reported that no abnormalities were noted during device preparation, that the device was not torqued during the procedure, and that there were no issues with or damage on the associated sheath. Visual examination of the returned delivery system revealed no damage or abnormalities. During functional testing, the balloon deployed symmetrically, without any issues or abnormalities, and the total inflation/deflation time met the specification, suggesting that the complaint event was likely due to patient or procedural factors. The investigation did not conclusively identify a root cause. The reported event may be associated with patient-specific anatomical factors, such as annulus shape, valve morphology (e.g., oval annulus and lvot, leaflet thickening, tortuosity), and calcium distribution, which could have influenced balloon deployment. There was no reported damage to the sheath or difficulty advancing the delivery system through the sheath, and the sheath was not returned for evaluation. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, during valve deployment the delivery system balloon appeared to inflate differently than normal. The proximal portion of balloon almost fully inflated before the distal end of balloon began inflating. While the final valve position was good, this appearance was concerning to the case participants.

Manufacturer narrative:
The investigation for this report is ongoing.